Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of suggested event could not be determined, the event most likely occurred due to adhesive residue on the charged coupled device objective lens causing the blurry image. The event can be detected/prevented by following the instructions for use in: the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image, and adhesive residue on the charged couple device objective lens and on the bending rubber's surface. There was no patient involvement.

Event description:
No new information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct b3. Olympus will continue to monitor field performance for this device.